Manufacturer narrative:
An event of device deformity and difficult to load were reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that an 9f delivery system was used and there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported device deformity and difficult to load could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was chosen for implant using a 9fr amplatzer trevisio intravascular delivery system. The operator experienced difficulty pulling the device into the loader of the delivery system. The operator was able to load the device but during deployment the device had a cobra deformation. A decision was made to replace both the device and the delivery system. A replacement 22mm amplatzer septal occluder was implanted in the patient with a new 10fr amplatzer trevisio intravascular delivery system with no report of any adverse patient consequences . There was no report of any interaction with cardiac structures during deployment and no angulation/kink noticed with the original delivery system. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. It was reported the physician believes the cause of deformation was due to difficulty in loading the device into the delivery system. No additional information was provided.